Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, on the second inflation at 15 atmospheres, the balloon ruptured. The device was removed without problem. The procedure was completed with another of same device. There were no patient complications nor injuries reported, and the patient was in good condition after the procedure.